Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone, clonidine, and unknown baclofen at unknown concentrations and dosages via an implantable pump for intractable spasticity. The old medications were noted as clonidine and unknown baclofen at unknown concentrations and dosages. It was reported that a little over a year ago in 2015 the patient stated he lost weight and that cause the pump to be protruded. On (B)(6) 2016, the pump was replaced due to longevity. Additional information was received from a consumer on 2017-mar-10. The steps taken to resolve the pump protrusion in 2015 was stated that the pump was re-installed by the healthcare provider (hcp). It was stated that the pump protrusion in 2015 was not resolved. The pump was relocated to the other side. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-23. The patient weight was (B)(6) pounds. It was stated that the pump was not removed, just repositioned. It was stated that the pump remained functional.